Event description:
Surgeon mentioned that he has a pt with a 3.0mm cannulated screw long thread/26mm that has broken post operative.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.